Manufacturer narrative:
This report is submitted august 21, 2018.

Event description:
Per the clinic, the patient experienced pain and subsequently underwent revision surgery on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.